Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the drainage of the patient, the cerebrospinal fluid was blocked in the chamber and could not flow into the drainage bag. The product was replaced and there was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported it was unknown if there were any external/environmental/patient factors that may have led or contributed to the issue.

Manufacturer narrative:
The returned product was patent. The product did not meet the requirements for leak test due to an occlusion in the chamber outlet possibly due to excess adhesive. Proteinaceous debris was observed on the interior of the edms in the patient line. If information is provided in the future, a supplemental report will be issued.